Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. The patient stopped using their ipg in 2016 due to pain residing. Surgical intervention is pending to explant the patient's scs system.